Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old japanese male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that after moving the patient to the intensive care unit (ICU) access site bleed at the impella access site was noted. The impella device was weaned and explanted and the patient's hemodynamics remained stable. The access site was settled by pressure hemostasis and did not require sutures. Additionally, the patient received 16 units of red cell count and 6 units of fresh frozen plasma. No further information was provided.